Event description:
A healthcare professional reported that following an implantable collamer lens (icl) procedure, the delivery system experienced issues. The lens tore/broke during injection/delivery into the eye. The lens was implanted. There was patient contact with no patient injury. In a separate visit a replacement lens was implanted. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
A4-a6: unk h6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. There was no damage reported to have been noticed during the inspection required by the dfu prior to use and preparation, which suggests a product deficiency did not contribute to the reported difficulties. Claim (B)(4).